Event description:
The 2.5 drill bit went dull quickly. The patient did have very dense bone.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the surgeon complained that two of the pointed reduction forceps were dull on the tips. These forceps were tagged as broken to be removed from service. Additionally the surgical tech said that the 2.0 t6 driver was not holding screw good enough. No adverse events occurred and the surgery was successfully completed. No fragments were generated. There was no surgical delay. And no patient outcome. This complaint involves one (1) devices. This report is for one (1) 2.5 drill bit qc 135 45 calibration. This is report 1 of 1 for complaint (B)(4).